Event description:
It was reported that during an esophageal dilatation procedure, a bend occurred. The lesion was located in an unspecified portion of the esophagus. The cre wg 15mm x 18mm balloon dilatation catheter was advanced to the lesion, inflated to unspecified atms, and was removed from the pt. Upon advancing the balloon for a second dilatation, the physician noted that the distal tip of the wire had bent. The device was removed and the procedure was completed with a different device. No pt injuries or complications were reported. The pt's status is reported as "fine".